Event description:
It was reported that the device was alarming error code 41786 with the red screen. The error code (ec) 41786 alarmed when powered on with battery power source. Per reporter, when the ac adapter was plugged in and pump was powered on, no ec alarms were observed. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed or duplicated and the root cause was unable to be determined.